Event description:
It was reported that this right atrial (ra) lead was suspected of lead fracture. Boston scientific technical services (ts) referred the patient to the physician for further evaluation. This ra lead remains in service. No adverse patient effects were reported.